Manufacturer narrative:
Device evaluation details: the device was returned for evaluation, visual and dimensional inspection of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed one spline was bent. A dimensional inspection was performed, and the outer diameters of the device were found within specifications. Also it was observed that one electrode was damage leaving lifted edges. Proper assembly was observed on the damaged electrode as adhesive was observed, then the damage observed, which could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent issue reported by the customer was confirmed. The potential cause of the spline bent and the lifted electrode cannot be established. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified one electrode damage leaving a lifted edges. It was initially reported by the customer that before inserting the catheter into the patient's body, the spline was bent. The octaray was replaced. The procedure was completed without patient's consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-jun-2025, the bwi pal revealed that a visual inspection of the returned device found one electrode damage leaving a lifted edges. These findings were reviewed and assessed the issue of lifted electrode edges as an MDR reportable malfunction.